Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported that the unspecified bd¿ pen needle was broken. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.

Event description:
It was reported that the unspecified bd¿ pen needle was broken. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 21-feb-2023. H6: investigation summary: customer returned one used pen needles. It was reported by the distributor that rear cannula end is broken. Pen needle was visually verified using magnification and found broken non-patient end. Hence, the allaged issue could be confirmed based on the samples return. As the sample returned was open it is not possible to determine root cause. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was able to confirm the customer indicated failure. As the sample returned was open it is not possible to determine root cause.